Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 5/31/2017. Device returned to manufacturer? Yes. (B)(4). Device evaluation: the product was received for evaluation. Visual inspection at 10x microscope magnification was performed. Residues of viscoelastic were observed on the lens. The lens was observed torn near the loop. The reported complaint was confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). Device evaluation: the intraocular lens was not returned for evaluation. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) cracked during insertion into the eye. There was patient contact. The procedure was completed successfully using a back up lens of the same model and diopter. During follow up, it was found that the iol was injected, the crack captured the iris, and the iris was torn. No incision enlargement. No sutures. The patient has fully recovered. No additional information was provided to abbott medical optics.